Event description:
The report stated that during a knee replacement procedure while the surgeon was performing the lateral release portion of the surgical procedure, the tip of the electrode broke off into the patient knee. After several unsuccessful attempts to remove the metal, the decision was made to leave it in the patient.

Manufacturer narrative:
Date of initial report: 07/21/2008. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.